Event description:
The customer reported having a problem with the insulin pump and it alarmed button error. The customer experienced high blood glucose for the past twenty four hours. The customer woke up with 200mg/dl and treated, but then his glucose level went up to 240mg/dl. The caller mentioned that the infusion set was changed on the second day. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).